Event description:
Caller reported that a malfunction occurred on pump, and malfunction code displayed was malf 0. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Customer reverted to an alternate form of insulin therapy using mdi while awaiting cts to send a new replacement pump. Cts provided instructions on putting pump into storage mode, which caller understood, and arranged for shipment of replacement pump and return of malfunctioning pump to tandem.